Event description:
Reportedly, during a procedure to implant the vega r58 ventricular lead, 13 turns of the screw were necessary to fully extend it and several positions of the lead were tried, always with a high impedance measured above 1500 ohms and during all the attempts made, the capture threshold was above 2v. The doctor did not implant the lead at the end.

Manufacturer narrative:
Investigation summary: review of the quality documents indicated that the lead met all the requirements of the specification during inspections. As received, the lead was analyzed, and standard electrical measurements of the lead were within specifications. Further investigation was performed and confirmed adequate insulation between the internal and external electrical lines. Based on the results obtained by the analysis, a lead malfunction is not suspected to be the cause of the reported event. The most likely hypothesis explaining the reported electrical issue may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reported, during a procedure to implant the vega r58 ventricular lead, 13 turns of the screw were necessary to fully extend it and several positions of the lead were tried, always with a high impedance measured above 1500 ohms and during all the attempts made, the capture threshold was above 2v. The doctor did not implant the lead at the end.